Manufacturer narrative:
A single definitive part could not be determined to be the likely cause of the results issue and the architect c16000, serial number (B)(6) was considered to be the likely cause. No additional result issues have been reported. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the architect c16000 processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated sodium results on the architect c16000, serial number (B)(6), for one patient. The result was not reported out. The sample was repeated on another instrument with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2024: initial result sodium processed on (B)(6) = 161 mmol/l. Repeated on (B)(6) sodium = 144/145/144/144/145/144. Reference range = 120-150 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on the architect (B)(6), serial number (B)(6), for one patient. The result was not reported out. The sample was repeated on another instrument with lower results. The following data was provided: sid (B)(6) processed on 24oct2024: initial result sodium processed on (B)(6) = 161 mmol/l. Repeated on (B)(6) sodium = 144/145/144/144/145/144. Reference range = 120-150 mmol/l no impact to patient management was reported